Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed due to the unit having no voltage. The reported customer complaint could not be confirmed as no share log data was available for review. A root cause could not be determined because the complaint could not be replicated with the returned device.